Event description:
Changed to: a (B)(6) male pt underwent aaa repair on (B)(6) 2010. The patient's anatomical form was not suitable for the procedure repair because, the proximal neck was highly tortuous as 105 degrees, but the procedure was conducted because, her condition was considered as "high-risk" for other type of procedure. The procedure was considered of a placement of a zenith flex main body graft and a zenith flex iliac leg graft. A gore excluder was placed in the left iliac artery after considering its tortuous anatomy. The final angiography confirmed a proximal type I endoleak and a palmaz stent was additionally placed after several additional ballooning, but the leak was still shown. (1820334-2010-00635) then the mainbody was angiographed from the distal side and the leak was confirmed, so the physician determined that the remained leak was type IV and decided to take a wait-and-see approach. Act was 256 at the end of the procedure. The patient's condition after the procedure is unk.

Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. Anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Excessive anticoagulation during the case may have contributed to the reported endoleak. It is reasonable to suggest that a type 4 endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.